Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 447 mg/dl. Customer reported that her insulin pump isn't talking with her meter and that when she does a blood glucose the blood glucose is not showing on the insulin pump. Customer treated high blood glucose with manually bolused 4 units. Customer decline to troubleshoot for the high blood glucose because she has already treated for that and wants to get meter connected to insulin pump. The insulin pump will not be returned for analysis.